Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up buttons due to corroded keypad traces.

Event description:
It was reported that the insulin pump had button error alarm. Customer¿s blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.